Event description:
It was reported that one or both of a patient's leads had migrated, and x-rays confirmed the migration. Re-programming was done and the patient was reported to be getting therapy in the "correct" location. It was noted that the lead was only three weeks old and may need more time to heal in place. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).